Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 60 mmol/l at the time of the event and also received a pump error 23 (unexpected restart). The customer also received a low battery alert and the pump had a depleted battery and then was turned off. The customer reported hyperglycemia, diabetic ketoacidosis, confusion, shaking and vomiting was treated during hospitalization. The event involved product mmt-1885.  Troubleshooting was partially performed for hyperglycemia event. The customer was using the insulin pump system within 48 hours of reported event. The customer used the smartguard/auto mode of the insulin pump. Troubleshooting was performed for pump error 23 and found that the customer was able to clear the alarm successfully and stated that the pump rewind was completed. The customer had stored the insulin pump without a battery for more than 8 hours. No further patient complications were reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.